Event description:
A patient received a 3.0x 18mm cypher stent in the de novo and bifurcated proximal lad. Eight months later, the patient had restenosis. The restenosis was treated with a 3.5x23mm cypher stent. The patient then had acute thrombosis.